Manufacturer narrative:
Patient weight unknown / not provided. (B)(4).

Event description:
It was reported that the screw fractured off inside the implant (bnst413) during placement. The doctor was able to place another implant during the same surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3® implant was returned for inspection. The implant shows large signs of damage at the top portion, and the threaded region is destroyed. The internal drive feature is confirmed to contain the reported fractured cover screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i cover screws, it is recommended to torque at 10 ncm. A root cause for the complaint could not be determined.